Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the regulatory/relay balance and o2 calibration.

Event description:
The customer reported while using the avea ventilator, it is having problems with the fio2 and is out of specification. The customer stated there was no patient involvement associated with this reported event.